Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station has no power- need fst immediately. The field service engineer found there was fault in control boards drawer 2 and it needs to replace. The field service engineer replaced the faulty control boards drawer 2 to resolve this issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) medical center.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary that the pyxis station has no power- need fst immediately. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.